Event description:
Gait changes in response to subthalamic nucleus stimulation in people with parkinson disease. A case series report. J neurol phys ther. 2006; 30(4): 184-194. The article describes the results from a case series that involved patients being treated with deep drain stimulation (dbs) of the subthalamic nucleus for management of advanced parkinson disease. The goal of the study was to evaluate the effects of unilateral and bilateral stimulation on gait following staged stimulator implants. Three pts experienced worsening gait following bilateral stimulation. A male pt (2) experienced an increase in falls and freezing in the medication on state post bilateral stimulation. Unilateral stimulation produced a gait velocity decrease. No treatment or outcome info was provided.

Manufacturer narrative:
.